Manufacturer narrative:
The instrument and tip cover accessory were not returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument and/or tip cover accessory are returned (post-evaluation) and/or if additional information is received.

Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint engineering found various mechanical tears and a hole burned through the silicone. The silicone exhibits localized melting around the hole, indicating of arcing. The hole is approximately .030 in by .020 and is located .425 inches above the silicone to sleeve interface. The tip cover also has various small mechanical tears in the general vicinity of the holes. A large tear, approximately .195 inches long, is located 90 degrees from the hole, on one edge. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that approximately 30 minutes into a da vinci s prostatectomy procedure, the surgeon noticed a hole had developed in the tip cover accessory installed on the monopolar curved scissors instrument which was believed to have caused a burn to the patient's right external iliac vein. The surgeon repaired the iliac vein burn with 5-0 prolene. The monopolar curved scissors instrument was removed and the tip cover accessory was replaced. The planned procedure was complete and no adverse outcome was reported.